Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial # unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 310 mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient reported hearing a beeping alarm. The pump was refilled 4 weeks prior to (B)(6) 2018 and had 4 more weeks until his next refill. The patient was in the emergency room (ER) and the family believed he was going through withdrawal. There were no further complications reported at this time.